Manufacturer narrative:
Additional information was added to h6. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported novum iq large volume pump ceased flowing and triggered an unspecified system error. While in the intensive care unit (ICU) for a subdural hematoma, the patient was ¿intubated, sedated and given a vasopressor to maintain adequate blood pressure and cerebral perfusion to adequately oxygenate their brain.¿ allegedly the norepinephrine stopped infusing, and an unspecified system error occurred. The clinician was unable to restart the pump. During this time the patient¿s blood pressure dropped to 80/30mmhg, ¿tam¿ (acronym not specified) ¿to 46¿, ¿intracranial pressure to 6, and cerebral perfusion pressure to 40.¿ the swap of the device took approximately ¿30 seconds.¿ no further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.